Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump never alarmed upstream occlusion. The problem was found during patient infusion at the critical care unit. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.